Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. During follow up with the key market, it was reported that the customer refused to provide any details regarding the events of the issue, and no further actions were performed by philips. It could not be determined if the customer's issue was resolved, or if/how the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an air leak. The device was in clinical use when the issue occurred. It was reported that the was patient harm during the event; however, no further details have been provided at this time. The service engineer, noted that the device had an air leak, and that the ventilation was 162l/min, but the minute ventilation was zero. The investigation is ongoing.